Manufacturer narrative:
(B)(4): direct stenting-no pre-dilation. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during preparation a vision (2.5 x 15 mm) stent delivery system was pulled negative without incident. The vision (2.5 x 15 mm) stent delivery system was advanced into the non-tortuous, heavily calcified, left anterior descending artery. During the first inflation of the balloon, there was blood noted in the inflation lumen and the balloon would not hold the inflation; therefore, it was assumed that a balloon rupture occurred. The vision (2.5 x 15 mm) stent delivery system was removed from the patient's anatomy without difficulty. Another vision (2.5 x 15 mm) stent delivery system was used but it would not cross the heavily calcified lesion. The vision (2.5 x 15 mm) stent delivery system was removed without difficulty. Several pre-dilations were performed with a non-abbott balloon and a vision (2.75 x 28 mm) stent was successfully crossed and implanted. There was no adverse patient effect or significant delay in the procedure reported. There was no additional information provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation and the reported rupture was confirmed. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.